Event description:
A consumer reported that following intraocular lens (iol) implant surgery, the lens is off-axis. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Additional information was requested on 11/17/2011 and 12/01/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).